Manufacturer narrative:
Consumer provided insufficient information to further investigate the consumer complaint. Also we are unable to validate the complaint as no picture or product was returned for verification.

Event description:
Bristles fell out of 2 reach toothbrushes